Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture and undersensing. The right atrial (ra) lead dislodged. The ra lead and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.